Event description:
It was reported that the left ventricular (lv) lead was explanted due to suspected endocarditis. No additional adverse patient effects were reported. The lead tip was returned for culture, however, the rest of the lead was discarded after.